Event description:
It was reported that the patient had severe vomiting, nausea, and epigastric pain in addition to dehydration (due to nausea, vomiting, and gastroparesis) and pain management. It was noted that there was a placement of an injection port for total parenteral nutrition and fluids. The patient was reportedly hospitalized for 3 nights for intravenous fluids and pain management after port placement. It was stated that the patient continued to improve throughout stay as she stopped vomiting, her nausea markedly decreased, and pain was well-controlled. The patient reportedly recovered from event on (B)(6) 2000 with therapeutic action. However, it was also stated that the event continued without therapeutic action. Permanent disability was noted. Final outcome and cause/type of disability was not reported. Follow up was conducted to obtain these answers. If any additional information is received, a supplemental report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 30576sc, serial# unknown, product type: screening device. Product ID: 30576sc, serial# unknown, product type: screening device. (B)(4).